Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 37 mg/dl and it was addressed with glucose tablets as well as orange juice. It was unknown what the cause of the low bg was. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the low bg level.

Manufacturer narrative:
Review of pump data by tandem engineer showed that the pump recorded five low blood glucose (bg) levels over the approximation week of (B)(6) 2016. Three of the five bg levels enter into the pump were either the exact same or close to the number of carbohydrate needed for bolus. One of the bg levels entered was for a bolus request that was never completed.